Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A cartridge was reloaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change change was performed resolving the occlusion. It was also reported that an unexpected reset occurred. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 172-298 mg/dl.